Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion set was not sticking to the patient's skin. The infusion set fell off from the patient's body. The patient's blood glucose level was elevated. No adverse event was reported. Return of the suspect device was requested for evaluation.